Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area and the was a kink in the distal shaft located 10.5cm from the tip of the device. No other damage was observed.

Event description:
Reportable based on device analysis completed on 27oct2020. It was reported that device could not cross lesion. The target lesion was located in the severely calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed. There were no complications reported and patient was stable. However, device analysis revealed that a complete separation at the collar/shaft area.